Manufacturer narrative:
(B)(4) .

Event description:
It was reported that during a post implant check, increased capture threshold and decreased sensing values were observed on the right ventricular lead. No patient symptoms were reported. A chest x-ray revealed that the lead had become dislodged. The lead was successfully revised on (B)(6) 2015.